Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, provided instructions on how to reset in the future, and ensured that the pump was functioning properly. The customer was informed to contact support again if any malfunction codes reoccurred. No further action was needed as the issue did not persist after the reset.